Manufacturer narrative:
Visual examination of the returned device revealed distal stent damage. Some of struts were raised vertically on the first and second rows from the distal side of the stent. No kinks or damage was found along the hypotube. The balloon and tip were visually and microscopically examined, and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical and or procedural factors.

Event description:
Reportable based upon analysis completed. It was reported that during a coronary artery stenting procedure, crossing difficulties were encountered. The 70% stenosed target lesion was located in the tortuous and severely calcified mid left anterior descending (lad). The procedure was successfully completed with a plain old balloon angioplasty (poba) only. No pt injuries or complications were reported. Pt condition listed as "good".